Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported during a laparoscopic cholecystectomy procedure, the device jammed after deploying several clips. Another device was used in which the first clip deployed was malformed. Another device was used to complete the procedure. There was no adverse consequence to the patient.